Event description:
It was reported, that the patient presented to the clinic for a follow up. Interrogation of a pulse generator showed that the right atrial (ra) lead exhibited noise, high capture threshold measurement and low amplitude signal. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.